Event description:
It was reported that the radio frequency (rf) head was not working. The rf head was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the device failed telemetry testing due to the cable being out of electrical specification. (B)(4).